Manufacturer narrative:
Final analysis found that the setscrew was firmly stuck in the connector block caused by damaged setscrew threads that may be traced back to a manufacturing anomaly. The threads were dented and distorted and had sheared metal hanging from the edges of the threads. The setscrew had been gripped in the area of the threads by a tool causing this damage. Field complaint of could not untighten may have resulted from the anomaly found.

Event description:
It was reported that the patient was scheduled for lead replacement surgery due to dislodgement. During the surgery on (B)(6) 2017, the physician was unable to unscrew the lead from pacemaker. The physician tried several times with screwdrivers and a surgical knife, the lead could still not be released. Repeated maneuvers resulted in removal of lead's silicone layer. Eventually, the physician elected to remove the pacemaker along with the lead. A new pacemaker and lead were implanted. Patient was stable and did not experience any adverse events.